Event description:
It was reported that customer experienced pump malfunction with malf 16 code and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received assistance to reset pump, and malfunction did not recur after reset; customer was advised to continue using pump and to call back if malfunction happened again, and customer acknowledged these instructions.